Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation and service. The customer was issued with a replacement internal battery as a part of a warranty claim. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.